Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/27/2017. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Although no sample was returned in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that before the procedure, connected the electrode to the converter, the screen remained black. When pressing the arrow buttons on the converter, the temperature kept showing 10. Troubleshooting was attempted but the electrode still failed to detect the temperature normally.

Manufacturer narrative:
Testing of the incident act2020 electrode found it did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that before the procedure, connected the electrode to the converter, the screen kept black. When pressing the arrow buttons on the converter, the temperature kept showing 10. Tried to connect the electrode to the generator directly, the electrode still failed to detect the temperature normally.